Event description:
It was reported that during the attempt to deploy a tracheobronchial stent graft in an av fistula, the outer blue sheath broke into two pieces and the stent graft could not be deployed. The entire stent graft system was removed without incident. A new stent graft was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.